Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 (mg/dl). Customer changed site and administered a correction bolus to treat elevated bg level. Customer indicated they would consult with their health care provider for additional assistance with diabetes management.